Event description:
During an on-site visit, the hospital reported that the nursing unit encountered an issue with an intravascular administration set including the q2 extension set manifold. It was reported that the set had a leak at the manifold filter. The patient was receiving chemotherapy when the alleged issue was discovered. There were no patient complications reported as a result of the alleged event. No additional information is available at this time. The set was not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation. The investigation thus far has identified several minor improvements and adjustments to increase process robustness.